Event description:
Allergies (severe) 1985, 1987: lumps in neck, severe pain in joints, headache, fever (low-grade), ears ring, severe fagigue, lethargy, breasts swelling, lymph nodes under arms swollen, splotches on face, muscle pain in neck area, lower back with muscle swelling.